Event description:
It was reported that the insulin pump alarmed motor error during normal use. It was stated that the insulin pump was not exposed to high magnetic fields, but the customer does work in a department store, and at times needs to remove devices from clothing that might have magnets. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.